Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, the patient was implanted with a gore excluder&#59393;aaa endoprosthesis featuring c3&#59396;delivery system to treat an abdominal aortic aneurysm, with the ipsilateral leg having been implanted on the left patient side. On (B)(6) 2016, the patient experienced a contained rupture of the left external iliac artery which reportedly might have been due to a subclinical infection of the vessel resulting in a pseudoaneurysm with an arteriovenous fistula. Imaging showed that the rupture had led to a type 1b endoleak which was monitored by the physician. Therefore, a re-intervention was scheduled for the next day. On (B)(6) 2016, the left internal iliac artery was embolized and stented over with a pxc121200 contralateral leg component which extended the ipsilateral side of the rlt231416 trunk-ipsilateral leg component from the common iliac to the external artery on the left patient side. The type 1b endoleak situation was successfully solved. The patient tolerated the procedure.